Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2104000964; medical device expiration date: 31-jan-2026; device manufacture date: 25-mar-2021. Medical device lot #: 2113123264; medical device expiration date: 30-apr-2026; device manufacture date: jun-07-2021. Medical device lot #: 2100529264; medical device expiration date: 31-dec-2025; device manufacture date: 5-aug-2021. Medical device lot #: 2025508564; medical device expiration date: 31-aug-2025; device manufacture date: 27-oct-2020. Medical device lot #: 2121700164; medical device expiration date: 31-jul-2026; device manufacture date: 17-sep-2021. Medical device lot #: 2115319764; medical device expiration date: 31-may-2026; device manufacture date: 07-jun-2021. Medical device lot #: 2024517264; medical device expiration date: 31-aug-2025; device manufacture date: 21-aug-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd 35ml monoject¿ syringe barrels experienced foreign matter contamination. The following information was provided by the initial reporter: particulates and fibers detected on the syringe plunger during qc incoming inspection.

Event description:
It was reported that 7 bd 35ml monoject¿ syringe barrels experienced foreign matter contamination. The following information was provided by the initial reporter: particulates and fibers detected on the syringe plunger during qc incoming inspection.

Manufacturer narrative:
H6: investigation summary: a complaint of fibers and particles being found on syringes was received from the customer. 20 samples of lot 2025508564 were returned for investigation. Through visual inspection, the customer complaint was confirmed. Two syringes had black smudges on them. One had a hair on the plunger. And two other syringes had a clear sticky substance on them. The supplier of the syringes was notified of the defect. The device history records (DHR) were reviewed by the supplier, and no abnormal process conditions were present during the manufacturing of the products that could have led to the reported conditions. The DHR reviews showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. An investigation was performed by the supplier and the clear substance was determined to be silicon that is put into the grommet used during manufacturing. The root cause for this defect is improperly performing qc visual inspections. H3 other text : see h10.